Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9056978. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the air vent had detached from the bd nexiva¿ diffusics¿ IV catheter before use and before being noticed. The catheter was inserted into the patient, and blood leaked from the device during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the customer has had another two separate incidents with diffusics where the air vent had detached from the extension set. The cannulas were inserted into the patients before this was noticed. Blood leaked from the device. No further treatment required for the patients or the clinicians due to blood exposure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air vent had detached from the bd nexiva¿ diffusics¿ IV catheter before use and before being noticed. The catheter was inserted into the patient, and blood leaked from the device during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the customer has had another two separate incidents with diffusics where the air vent had detached from the extension set. The cannulas were inserted into the patients before this was noticed. Blood leaked from the device. No further treatment required for the patients or the clinicians due to blood exposure."